Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site and received the following information regarding the reported event: the instrument was inspected before use, and nothing was noted as out of the ordinary. The customer was cutting while the issue occurred. The instrument was in use for 5 minutes before the issue occurred. The surgeon experienced problems with the instrument's functionality. The instrument did not collide with any other instruments or hard material. The instrument was not removed before brakeage. The staff did not resist the instrument's removal through the cannula and there was no damage noted to the cannula. The fragments were removed with a visual aid from the screen and all fragments were confirmed to be removed. No additional surgical procedures were performed. Post-operative tests like an ultrasound were performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the harmonic ace instrument and failure analysis found the instrument to have no broken blade or clamp arm observed at the distal end of the harmonic ace insert. No missing material was seen. The curved blade was still intact. Additional findings found the insert to fail initialization when connected to the generator. Further evaluation found that the insert was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during the self-test. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece of detached blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have a fractured blade. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure. The customer used a spare instrument to continue with the procedure.